Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridges. Reportedly, the cartridges were cracked. Also, it was reported that an occlusion alarm occurred. The customer's blood glucose level was 365 mg/dl and it was addressed with a manual injection. The customer was able to load a new cartridge successfully and it was reported that the customer was no longer experiencing occlusions.